Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump requested to remove and replace with an unused cartridge. There were no alerts or alarms confirmed in the pump logs. Tandem technical support assisted the customer through a restart of the load process and resumed insulin delivery. The customer was unsure if blood glucose level was impacted.